Event description:
The customer reported that several telemetry beds were showing offline on their xhibit central station (xcs). There was no patient or user harm associated with this event. A spacelabs healthcare technical support representative (tsr) remotely connected and verified the reported issue. They also found that the xhibit telemetry receiver (xtr) was no longer showing one of the quad receiver cards (qrc). The tsr assisted the customer with restarting their xtr and after the restart the missing qrc and channels returned. A spacelabs healthcare product support specialists (pss) remotely connected to the customers system and reviewed the xtr logs. During their review they found that the xtr had crashed after running for 642 days consecutively and was unable to re-establish connection with the qrcs after recovering. The customer was advised that the xtr must be restarted at least once every 6 months as a part of the preventive maintenance schedule to prevent the possibility of an unexpected restart and provided the supporting documentation. The cause of the reported issue was due to excessive run time.

Manufacturer narrative:
Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.